Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient factors such as challenging anatomy may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. Scratches observed on distal sheath shaft/tip suggest that the device came in contact with sharp calcified nodules. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve in the aortic position, there was a piece hanging off of the esheath when it was removed from the patient. As per the doctors there was a bump when advancing the commander through the esheath. Will be returned. Upon follow up, the fcs advised the sheath was inserted without difficulty and not at a steep angle. The expansion tool (esheath+) was used, and the loader was fully inserted into the sheath housing per instructions for use (IFU). The thv was crimped and the delivery system prepared according to IFU. During the procedure, no complications were noted, and no difficulty was encountered advancing the delivery system through the sheath. The system was withdrawn as a single unit without requiring cutdown. The patient remained stable throughout the procedure and was discharged in stable condition. No patient injury was reported. The event was identified after the procedure during perclose, when a piece was observed hanging off the esheath. No other edwards devices were damaged during the case. The device will be returned for analysis and is currently in a hazard bag. No images of the damage were provided. Vessel characteristics per 3mensio report indicated mild tortuosity, mild calcification, and a minimum luminal diameter of 8 mm. The perceived root cause of the event is currently unknown. No corrective actions were taken during the procedure as the issue was discovered post-procedure.